Event description:
It was reported that the system 9600+ sent the wrong date data onto dicom with a particular image file. The data mixup was discovered and there was no adverse patient involvement. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site evaluation. The failure could not be duplicated. It was suggested that the operator's review their workflow process. The system was tested and found to be working as intended and placed back into service.